Manufacturer narrative:
Citation: lee et al. Long-term clinical and hemodynamic outcomes of edge-to-edge repair for tricuspid regurgitation. Ann thorac surg. 2021 sep;112(3):803-808. Doi: 10.1016/j.athoracsur.2020.09.028. Epub 2020 nov 4. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term clinical and hemodynamic outcomes of edge-to-edge repair for tricuspid regurgitation.  All data were collected from a single korean center from january 2001 to march 2019.  The study population included 237 patients (predominantly female, mean age 58.4 years).  Multiple manufacturer¿s devices were implanted in the study population.  Among all patients nine were implanted with a medtronic tri-ad annuloplasty ring (unique device identifier numbers not provided). Among all patients, nine deaths occurred within 30 days of implant.  No further details were provided on these deaths.  Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse eventsincluded: severe tricuspid regurgitation requiring intervention, bleeding requiring reoperation, l ow cardiac output syndrome, stroke, sternal wound infection, arrhythmia requiring permanent pacemaker implant, infective endocarditis.  Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.